Manufacturer narrative:
The investigation determined that discrepant vitros ipth results were obtained from multiple patient samples processed on a vitros eciq immunodiagnostic system when compared to ipth results obtained using an alternate method. An ocd field engineer made multiple repairs and replaced multiple parts to return the instrument to expected operation. Following these actions, acceptable vitros ipth performance was observed. A definitive root cause could not be determined. However, an instrument related event or poor sample integrity could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained vitros ipth results for multiple patient samples processed on a vitros eciq immunodiagnostic system that were discrepant when compared to ipth results obtained using an alternate method. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discrepant vitros ipth patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).